Event description:
Customer called to report that they are experiencing high and low blood glucose levels. Customer's blood glucose levels ranged from 50 to 375 mg/dl. Customer stated they are still having adjustments made with hcp/dcm. Advised customer if issues persist to contact help line. Patient understood.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.